Event description:
I wanted to put this into your records that last year I had my eye exam and I was given a free pair of contacts to try, I had been wearing acuvue ii and I was asked if I would like to try the new advance acuvue and I took the free pair and tried them and my eyes got so infected-both of them. I knew something was wrong with them, they had my eyes both blood shot and burning also, they kept on "mattering" up like something was wrong with the contacts. I had some cipro here at the house and I took it for 4 days and my eyes cleared up. I had never had this problem until I tried the new acuvue advanced. I knew it wasn't the solution, I was using opti-free express, because when I went back to my other contacts I haven't ever had this problem again. It was something or some kind of new plastic they were made out of and the dr gave them to me to try them because, I was having to use too much eye drops because my eyes were drying out. I never ordered the contacts because of this problem. I read about the problem with the soltuion. I think you might need to check in to the problem and see if it could be contacts or something they are made out of. I haven't had any problem since, I went back to my acuvue ii. I had blurred vision and headaches and something all over my eyes. I am glad I had that cipro to take or I had some kind of fungus in my eyes that could have caused me to go blind. This could be the answer you are looking for. Not the solutions but the contacts.